Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the blade fell off of the device into the pt. The piece was retrieved from the pt. Another device was used to complete the case. There was no consequence to the pt.